Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A definitive root cause could not be identified. There is a possibility that the user understanding may have differed from olympus recommendation in device handling and/or reprocessing steps. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the customer soaked the duodenovideoscope after a case. The issue occurred during reprocessing. There were no reports of patient involvement.